Event description:
This was a left sided cardiac catheter lead removal conducted in the ep lab to extract a malfunctioning ra lead. The patient had a total of 3 leads (ra, rv and lv) with a two leads (ra and rv - lead age 26 yrs) to be extracted. The md prepped the two leads with a lld-ez and began lasing the ra lead with the 12f sls ii. Binding was noted past the svc and md upsized to 14f sls. Md advanced laser sheath just prior to distal tip of the electrode (noting tip bound at apical position), turned laser off, held light traction and the lead released from the atrial wall. Guidewires were placed as well as a new ventricular lead when declining systolic blood pressure was noted, a stat echo was performed showing accumulating effusion. Patient was stable enough to be transferred to operating room for an emergent thoracotomy to repair what was discovered to be a rv tip perforation. The patient's remaining rv lead was successfully extracted at this time as well. No devices were retained for return analysis as they were disposed of during the code. There were several unsuccessful attempts ((B)(6) 2011, (B)(6) 2011 and (B)(6) 2011) at gathering further device information.